Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received power error detected and experienced high blood glucose level and treated with injection. The customer blood glucose level was 410 mg/dl. The customer states pump burning up battery, saying power error detected, turns off. The customer was assisted with troubleshoot. Customer reports pump has been exposed to temperatures below 41°f. The customer states that notification light was not stopped flashing immediately. The customer was advised to wait until the light stops flashing. The customer was advised to clear the power loss alarm and complete the reservoir and tubing process. It was explained that the process should resolve the power error detected condition. Customer reports pump dropped and is cracked at back of battery side, screen is scratched. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Customer declined to troubleshoot for high readings. The insulin pump will be returned for analysis.